Event description:
Separated the home patient (hp) contacted baxter's technical service representative (tsr) to request assistance with ending therapy on the homechoice (hc) machine during use. The hp stated that she needed to go to the hospital and had to end therapy. The tsr assisted the hp with ending therapy. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call to the nurse, it was revealed that the hp's titanium catheter adapter (unknown brand) had become separated from the catheter tubing and remained connected to the transfer set. The nurse stated that the issue was resolved and there was no contamination. The hp resumed therapy. The nurse then stated that the separation occurred while the hp was sleeping and was caused by the patient extension line getting tangled with her body during the night. The hp was given antibiotics (unknown) and had since continued therapy and was doing fine. On an unknown date, the patient's catheter became infected and was removed because the hp suffered a yeast infection . The nurse stated the patient was discharged from the hospital in 2009. The hp chose to switch to hemodialysis for personal reasons not related to peritoneal dialysis (pd). The transfer set was discarded and therefore, could not be evaluated. The nurse was not able to provide anything further information regarding this report.

Manufacturer narrative:
The device was discarded and therefore not available for evaluation. (Concomitant product): 5b9766 dianeal low cal, ultra bag dextrose 1.50%...5b9770 dianeal low cal, single bag dextrose 1.50%...5b9771 dianeal low cal, single bag dextrose 2.50%...5b9772 dianeal low cal, single bag dextrose 4.25%...5b9776 dianeal low cal, ultra bag dextrose 2.50%...5b9796 dianeal low cal, ultra bag dextrose 4.25%.